Manufacturer narrative:
Date of submission (B)(6)-2018 device evaluation: the pump has been returned and evaluated by product analysis on (B)(6)-2018 with the following findings: a review of the pump black box showed multiple unexplained pump reboots. A visual inspection of the pump revealed the battery compartment was cracked. The returned battery cap were undamaged. The returned battery cap was able to fit securely to maintain an electrical connection. There was evidence of moisture corrosion observed on the display screen inside the pump. A leak test failed due a battery compartment leak. The battery cap was fastened and then unscrewed ½ turn with no reboots occurring. The pump alarmed with an cs 078 motor alarm upon the rewind attempt. The power issue was not able to adequately investigate due to the unrelated motor alarm issue. The pump¿s cover was removed and moisture corrosion was found to the motor flex/connector and the power printed circuit board. The complaint of a power issue was shown in the pump history but was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (moisture ingress) issue. The reporter alleged moisture was behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.